Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The sales rep reported that simplex p tobra cement did not contain the liquid.

Manufacturer narrative:
Reported event: an event regarding a missing ampoule from a unit carton involving a simplex device was reported. The event was confirmed in that the ampoule was not present in the returned unit carton. Method & results: device evaluation and results: other than the liquid ampoule not being present in the unit carton, no other discrepancies were noted. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the review carried out by the simplex manufacturing cell, it is highly unlikely that, considering the technology used to automatically pack components and the process controls available within the manufacturing line, final simplex product could ship to customers without a blistered liquid ampoule contained within the carton. A possible scenario is that at the hospital a liquid ampoule was broken at some point and a replacement ampoule was taken from another unit carton in stock, whereby another member of hospital staff would subsequently pick that unit carton and notice the ampoule missing and assume that the pack was packed and delivered like this. It is noted that additional information received indicated that one liquid ampoule in the subject ten pack had broken. However based on the information provided a definitive root cause cannot be determined.

Event description:
The sales rep reported that simplex p tobra cement did not contain the liquid.